Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported by the contact that the customer received an inaccurate fill estimate reading. A reload of the same cartridge initially showed an accurate reading; however, then the reading changed. Tandem customer technical support (cts) reviewed the pump data and it confirmed the inaccurate reading. Cts assisted the contact with loading a new cartridge and the fill estimate was accurate. The customer's blood glucose (bg) level was 200-350 mg/dl and a correction bolus was delivered to address the bg level.